Manufacturer narrative:
Patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an air leak case today, the team couldn't get the balloon catheter to clear air. There was no vacuum in the syringe while evacuating air from the catheter. This happened with both balloon catheters in the air leak kit. They tried three different syringes to ensure the syringe wasn't the point of failure. There was no report of patient harm. This is report 1 of 2.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and to provide additional information. Corrected fields: h6. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.